Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the customer will use manual daily injections as a backup to ensure insulin delivery is not interrupted. Instructions were provided to put the pump into storage mode and return it within 10 days.